Event description:
It was reported the bronchivideoscope exhibited error code 315. The issue occurred during reprocessing.there was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.